Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 54 devices were evaluated in the field and the issue was confirmed; 36 units had worn components, 16 had broken/damaged components, 1 had a stripped component and 1 had a component with a short circuit. The devices were repaired and returned. 2 devices was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 56 malfunction events, where it was reported the zoom function would disengage during use. There was no patient involvement.